Event description:
It was reported that a patient underwent a thermal ablation procedure in 2007. During the procedure, the generator gave a temperature and pressure error. The white shaft of the catheter became very hot and burned the external side of the vagina. When the 5% dextrose was removed from the balloon, it had a yellow color. The procedure was completed with a different catheter.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.